Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the down arrow keypad button was over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during investigation, the keypad was intact with all the buttons responding appropriately. There was no contamination found under any buttons. Unrelated to the original complaint, the battery compartment was observed to be cracked on the side from the threads traveling down to the case seal.

Manufacturer narrative:
Follow-up #2 submitted on 02/17/2016: on 02/06/2016, the patient called back with additional information regarding the over-responsive keypad issue of (B)(6) 2015: patient discontinued pump use due to this issue, and was unable to reach the health care provider for alternate plan delivery orders, resulting in patient being found unconscious on (B)(6) 2015, transported via ambulance to hospital, and found to have a blood glucose of 900 mg/dl, treated with insulin and IV fluids. Patient was admitted for at least a week during which time he suffered a heart attack, had stents inserted, and was initially comatose. Patient was sent to rehab on (B)(6) 2016 for one week. This hyperglycemic event is being reported as it occured after the patient had to discontinue pump use due to the alleged keypad malfunction.